Event description:
It was reported that a balloon rupture occurred. A 5.0mm x 60mm x 135cm ranger balloon was selected to treat lower limb artery stenosis in the superficial femoral artery. Patient anatomy conditions revealed 100% stenosis and severe calcification. The balloon was inflated once to 8 atmospheres (atm) when it ruptured. The balloon was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.